Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 48 mg/dl while wearing the pod between 36 and 48 hours. Patient did not report to work and after not answering inbound calls, her supervisor called an ambulance. Paramedics came to home and patient was treated with glucose gel, peanut butter and around 3 bottles of gatorade. Paramedics noticed the patient's personal diabetes manager was turned off; patient reported this is an issue that has been occurring randomly.

Manufacturer narrative:
Customer reports power sensitivity issues. The device was powered on and it was noted that the device would occasionally power off without notice. The interior of the device was inspected and evidence of battery oxidation was noted on one of the battery clips. This was causing a poor connection and interruption between the clip and the battery, resulting in the pdm intermittently powering off. The battery clip and terminals were cleaned with isopropyl alcohol in order to remove any contamination. The device then resumed normal functionality. The battery life test was conducted and it was determined the pdm depletes batteries at an acceptable rate. The customer also reports a hypoglycemic event. Regardless of the powered on status of the pdm, the pod will retain the user designated basal program and continue to deliver insulin. The power sensitivity issues noted during inspection are in no way correlated to the hypoglycemic medical event. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. A root cause for the reported complaint has been identified, no further investigation required.